Event description:
User contacted the manufacturer alleging that the zone 2 of an integrated bed exit detection system on a fl36 bed is not sufficiently sensitive as patient was found in seated position. Once on site, manufacturer was informed that patient got out of bed, undetected, a couple of weeks ago. There was no related injury.